Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 04-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the suspect product was received in a bag. A visual inspection was performed on the suspect product. The plunger rod was found advanced and the plunger rod tip was damaged in a way that could have occurred during shipping. The cartridge tip was damaged and bent. A lens could be observed to be stuck in the damaged cartridge tip and the leading haptic was unfolded; however, the haptics are designed to begin unfolding once delivery begins. Therefore, the unfolded haptic is within specification. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected, and no resistance was identified. The lens could not be removed for evaluation. A photograph was also provided by the customer. The photograph showed the complaint device with the plunger rod advanced, and a lens could be observed to be stuck in the cartridge tip. Therefore, there is no indication of a product deficiency or product malfunction. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector broke due to a piece a plastic that obstructed the preloaded intraocular lens (iol) from coming out during implantation. Through follow-up, we learned that the patient was not injured and no intervention outside the standard of care was performed. A replacement iol was used to complete the surgery. The patient is doing well. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: does not apply - lens was not implanted. Section d6b: explant date: does not apply - lens was not implanted. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.